Event description:
It was reported that during a cardiac ablation procedure, the patient became bradycardic while ablating on the anterior aspect of the left superior pulmonary vein, then progressed to asystole peri-procedure, requiring medical intervention. An anticholinergic medication was administered intravenously in two doses of 200mcg each. The patient was treated for asystole and bradycardia, with restoration of normal sinus rhythm. The ablation procedure continued and was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.